Event description:
Reportedly, the device during the followup performed on (B)(6) 2023 showed that the battery reached the rrt with 2.94v. The center decided to schedule the replacement of the device the (B)(6) 2023. During the followup on the (B)(6) 2023, the battery life was 7-9 years (2.94v). The device was not explanted.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The analysis of the provided data revealed that : - an inductive communication error occurred during the followup dated of (B)(6) 2023 leading to raise an inappropriate rrt warning, although the rrt was not reached (battery voltage = 2,94v) - the followup performed on 16 march 2023 confirmed the rrt was not reached (battery voltage = 2,94v) and displayed time to rrt between 7 and 9 years - no battery issue suspected.